Manufacturer narrative:
The lot history records of this product lot have been reviewed and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. On the basis of the device history record review, the product compiled with all manufacturing specifications leading to final device release. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this particular case, no sample was provided for eval. Therefore, the reported problem could not be reproduced. The shipping history of the reported lot number has been reviewed and no irregularities that may have caused or contributed to the reported event were identified. Potential factors that could have led or contributed to the reported event have been evaluated. The reported event of a damaged sterile packaging prior to use was found to be an isolated incident. Therefore, no previous investigations of similar complaints could have been reviewed. In this case, the inner pouch may have become damaged during removal from the outer box, transport or storage. On the basis of the info available, and as no sample was available, a definite root cause for the event reported could not be identified. The IFU states: "carefully remove the delivery system from its packaging and inspect for any damage or defects. Do not use if a compromise to the sterile barrier is suspected."

Event description:
It was reported that a slit was found on the inner pouch of the delivery system upon removal from the outer packaging. The outer carton was not damaged. There was no pt involvement.